Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the console failed to cauterize intermittently. The procedure was completed with the same endostat ii electrosurgical unit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, device manufacture date is unk at this time. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).